Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Microscopic inspection noted trilumen insulation damage through to the rate sense lumen approximately 265-280mm from the terminal pin. The trilumen insulation had webbing damage in this area between the rate sense, distal and proximal high voltage lumens. The insulation was flattened (out of round) in this area. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.

Event description:
Boston scientific received information that during a routine follow-up, low out of range pacing impedance measurements were noted with high threshold measurements. The x-ray confirmed an issue with the insulation. As a result, the lead was explanted and replaced. It was indicated that this patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--